Event description:
The doctor noted that he had attempted to implant 3 different snapfix screws (2.0x12mm - fss 212). After having some difficulty with getting the first snapfix screw to "snap off", the doctor was finally able to snap it off and implant it. The doctor attempted to insert a second snapfix screw, and was unable to snap off the screw. At this point, it was discovered that the cortex of the metatarsal was broken through. The doctor attempted to insert a third snapfix screw, and was again unable to snap off the screw. (Therefore, the doctor could not snap off a total of 2 of the 3 snapfix screws). The case was able to be successfully completed using similar snap-off screws from another company.

Manufacturer narrative:
Implant dimensions met design specifications. Engineering test report tr-201602 evaluated the snap-off design and confirmed acceptance of design and functional criteria. Device was evaluated by engineering upon return. Implant was measured to be within design tolerances, specifically for the snap-off region of the device. DHR was reviewed to find no nonconformances associated with this lot of implants. Lot met release requirements. No nonconformances in the lot are related to the nature of the complaint.